Event description:
Patient reported "defective" implant (rupture) and capsular contracture baker grade 3. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "defective" implant (rupture) and capsular contracture baker grade 3. Clarification to partial d6a: 2011 was provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.